Event description:
The reporter stated that the device result was low. His family member gave him a candy bar to eat and she took him to the hopsital, where his glucose tested high. He was given insulin.